Event description:
It was reported that during cataract surgery, the device stopped suddenly and gave an end case message. No additional information was received. This report is related to the issue that was encountered repeatedly.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown. Section d6a - implant date: not applicable. The machine is not an implantable device. Section d6b - explant date: not applicable. The machine is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h6 -health effect - medical device problem code: 3191: phaco : dc-unspecified system error during procedure. Device evaluation: a field service engineer (fse) visited the site to investigate the matter thoroughly and it was determined that the machine needs replacement of parts. The fse also communicated clearly to the customer that the machine is inoperative and to not use it. It was recommended to get another system. As a precautionary measure, the hospital has designated the machine as non-functional. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.